Event description:
It was reported there was unexplained oversensing. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators breached cut; full lead returned and analyzed. It appeared the anchoring sleeve was sutured through the lead body,allowing a blood path, potentially causing the reported oversensing. No anomalies were found; analysis noted the grommet was damaged.